Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (s/n (b)(4( was used to resuscitate a patient in cardiac arrest. The crew placed the patient on the platform to start automated compressions. When the autopulse platform was powered on, the platform displayed user advisory (ua) 17 (max motor on-time exceeded during active operation), followed by "system error, out of service, revert to manual CPR". As per the reporter of this event, the lifeband was not damaged or twisted. The crew removed the patient from the autopulse platform and reverted to manual CPR. No consequences or impact to the patient.